Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(6) for an extensive engineering investigation. The complaint regarding the circuit tubing unable to provide the adequate peep value was confirmed. The investigation determined that the fault was due to a faulty valve. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device and circuit tubing were returned to the resmed design house located in sydney, australia for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it's circuit tubing failed to provide the adequeate peep (positive end expiratory pressure) value. The device was not in use when the fault occurred, therefore, there was no patient involvement.